Event description:
On 08/02/2000, the international distributor informed the MFR's international representative of the following: during inspection of the product, fine "black fiber and fine clear fiber (like clothes fibers) were noted on two of the products. No further details were provided.